Event description:
The tip of the instrument is broken. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation has shown that the tip of the crimping tong has broken. The exact cause of this problem is undetermined. It is possible that the failure was caused by excessive mechanical stress or inadequate positioning during crimping. A review of the materials and the manufacturing documentation revealed no deviations from the specifications. There were no product errors are detected. A review of the device history record did not show conditions that could have contributed to the reported event.